Event description:
Related manufacturer reference number:2017865-2022-50400. It was reported that the pacemaker exhibited premature battery depletion. It was also noted that the right ventricular lead exhibited high capture thresholds. The device and the lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field in backup mode consistent with exposure to electrocautery during the explant procedure. Review of the device image indicates the device was programmed to high settings. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality with battery at elective replacement level. Further evaluation under various pulse amplitude indicated normal current levels and no sign of premature depletion noted. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.